Manufacturer narrative:
The biomedical engineer reports that the bedside monitor will not display ECG vitals, nibp, or co2 values. The device only displays dashes. Customer is being sent a loaner. The unit was sent in for evaluation. The unit was returned with a cracked front case. The issue with the ECG vitals and gas unit could not be duplicated. The unit did not pass the nibp step deflation. Customer requested that the nibp issue be repaired. The nibp was repaired and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor will not display ECG vitals, nibp, or co2 values. The device only displays dashes. Customer is being sent a loaner.